Event description:
It was reported that the patient was referred for explant due to chest pain. No surgical intervention has been occurred to date. No additional relevant information has been received to date.

Event description:
This report was found to be a duplicate of mfgr #1644487-2025-00430. All furhter information will be reported in mfgr #11644487-2025-00430.